Manufacturer narrative:
(B) (4) - since the device remains implanted, the programmer files were reviewed. Results - the pacemaker operated as specified. The reported event is probably related to blood infiltration causing low impedance measurements in bipolar configuration. Conclusions - the sensing polarity for the ventricular lead was reprogrammed to unipolar. Conclusion: device operated within specifications: since normal bipolar impedance was measured, the sensing polarity for ventricular lead was set to bipolar. Blood infiltration (at the time of implantation) is suspected to be responsible for the correct impedance measurements obtained in bipolar configuration, whereas the lead was unipolar (B) (4). During the follow-up performed on (B) (6) 2009, the ventricular lead polarity was reprogrammed to unipolar, and the physician confirmed normal sensing with tests.

Event description:
During an interrogation, no sensing was seen on the ventricular side. The automatic detection of implantation feature was set to bipolar sensing; however, the lead was unipolar. The device remains implanted.